Event description:
Additional information was received indicating surgery took place on (B)(6) 2025 wherein the pg was repositioned in the pocket to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.